Event description:
It was reported that during a monitor visit on (B)(6) 2014 to the surgeon's site for the accolade (B)(6) study, it was discovered that the subject, (B)(6) experienced squeaking on the left side which contains a ceramic on ceramic component. It was noted that the left hip is not enrolled in the study. This event was discovered during review of the patient chart for the right hip (enrolled in the study). No adverse consequence or anticipated intervention was reported.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown alumina insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding squeaking involving an unknown stryker ceramic on ceramic hip system was reported. The event was not confirmed. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. X-rays and follow up notes would be required to provide a meaningful dictation for this case. The event could not be confirmed nor the root cause of the reported squeaking determined due to the minimal information received.

Event description:
It was reported that during a monitor visit on (B)(6) 2014 to the surgeon's site for the accolade tmzf study, it was discovered that the subject, cjp experienced squeaking on the left side which contains a ceramic on ceramic component. It was noted that the left hip is not enrolled in the study. This event was discovered during review of the patient chart for the right hip (enrolled in the study). No adverse consequence or anticipated intervention was reported.